Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment screw fractured in the patients mouth in site #30. It was replaced with a healing abutment.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) and 3i t3® tapered implant 5/4 x 13mm (bopt5413) were not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. An associated product ildat4 has not been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. Also, the customer did not claim any issues with bopt5413, as the procedure continued by the customer placing a healing abutment into the implant. No fracture screw fragments stuck inside implant. No further investigation will be conducted for bopt5413. No pre-existing conditions were noted on the per. The reported device was located on tooth #30 and was used for approximately 6 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: changed "yes" to "no"; h6: entered evaluation codes; h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.